Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that recurrent call service alarms had been occurring and that the patient had been swimming in a pool at the time of the alarms. Reportedly, there was visible water behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 12/31/2015. Additional information: the pump was returned and dispositioned on (B)(6) 2014, before investigation of this complaint could be completed. The pump was no longer available for investigation of the alleged cs064 issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.